Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged a pump error 35 alarm and was hospitalized for low blood glucoses. Device received with critical pump error (open book image) and pump error 35 on (B)(6) 2021 at 23:34:23.000 noted in the pump history file due to corroded force sensor. The electronic assembly was corroded and motor had moisture damage. History file and trace download was successful using thump. However, unable to perform carelink upload due to critical pump error (open book image). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Unable to verify customer alleged for low blood glucoses. Critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer had broken force sensor on (B)(6) 2021. Customer was disconnected when they had the high blood glucose. So, auto mode was not active when they were off the pump with their high blood glucose. Customer was hospitalized on (B)(6) 2021. Customer was treated with intravenous solution.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report in section b5.

Manufacturer narrative:
Retainer ring = black device received with critical pump error (open book image) and pump error 35 on (B)(6) 2021 at 23:34:23.000 noted in the pump history file due to corroded force sensor. The electronic assembly was corroded and motor had moisture damage. History download was successful using thump. However, unable to perform care link upload due to critical pump error (open book image). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was dispatched to emergency medical services and brought to hospital by ambulance (B)(6) 2021 because insulin pump went down and they were disconnected for 7 hours. Customer blood glucose level was 16 mmol/l when admitted to hospital. Customer stated that they had a symptoms like tingling in hand and face, vomiting and feeling sick. Customer was treated with gravel, zophrane and intravenous. Customer current blood glucose level was 17 mmol/ l. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer also reported insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The device will be returned for analysis.